Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was not locking. A field service engineer (fse) checked the unit but could not find any error and unit was working. Further the user stated that bin might have been sticking out and user cleared error and had no issue. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was not locking and causing failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.